Event description:
It was reported by the affiliate that the (1) tlh was used during an unk procedure. It was reported that there were no staples at the corner of the stapler after firing. The surgeon completed the case by hand-sewing the corners.